Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: cannot push vaccine through needle.

Manufacturer narrative:
H.6. Investigation summary: one sample was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It expelled the solution with normal flow. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Furthermore, a device history record review was completed for provided lot number: 2188472. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h.10.